Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a ruptured abdominal aortic aneurysm approx 30 months ago. Vessel morphology was not reported. Currently the vessel morphology was reported as there is continued disease progression with iliac arteries dilatation. There is moderate tortuosity and moderate calcification in the iliac arteries. It was reported that a recent CT demonstrated that there are bilateral iliac distal type I endoleaks (MFR report# 2953200-2011-01706) and there is a type iii endoleak between the iliac extension (MFR report #2953200-2011-01704) and the bifurcated stent graft (MFR report # 2953200-2011-01707). The pt was successfully treated with two endurant limbs two weeks later. No add'l clinical sequelae were reported, and the pt status is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Results and conclusions: (disease progression; iliac dilatation). (Pre-operative rupture).